Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, p- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms, alert, anomalies noted during testing. Pump error 63 variable (15) occurred on 07/20/2024 12:15 in history file and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 2 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. No unexpected alarms, alert, anomalies noted during testing. Unable to confirm high bg anomaly during testing. Pump error 63 is confirmed due to being found in history file and hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia which did not require treatment. The customer reported a blood glucose value of 320 mg/dl. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer received a hardware low-level failure (pump error 63). The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return was required for mmt-332a. No product return was required for mmt-397a. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.